Event description:
It was reported an over infusion event involving oxitocin. Per report, "rn noticed line dripping faster than expected, pump stopped but infusion continued to drip, line was then clamped." The event occurred on 06 december 2024. There was patient involvement but no patient harm. During manufacturer on site visit, additional information was received. The pitocin infusion had just been started at a rate of 2 ml/hr when the patient immediately complained of ¿cramping.¿ it was then that the nurse noticed the line dripping faster than expected. She immediately stopped the infusion but noticed the pitocin continued to drop, and she quickly closed the clamp on the IV set. A copy of the medwatch report from FDA was received, which states, ¿IV pitocin programed into pump as 2 milliunits/hr, rn noticed line dripping too fast. Paused pump, line continued dripping, line immediately clamped."

Manufacturer narrative:
Correction: describe event or problem, FDA notified? Additional information: age at time of event, age unit, date of birth, sex, patient ethnicity, patient race, report source, report source other, related report number grid and manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - oxitocin was not determined because no products or device logs were returned.

Event description:
It was reported an over infusion event involving oxitocin. Per report, "rn noticed line dripping faster than expected, pump stopped but infusion continued to drip, line was then clamped." The event occurred on (B)(6) 2024. There was patient involvement but the outcome is unknown. During manufacturer on site visit, additional information was received. The pitocin infusion had just been started at a rate of 2 ml/hr when the patient immediately complained of ¿cramping.¿ it was then that the nurse noticed the line dripping faster than expected. She immediately stopped the infusion but noticed the pitocin continued to drop, and she quickly closed the clamp on the IV set.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.